Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, an unspecified number of tubes are missing additive which has resulted in fibrin clots in the serum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes, h.3 device eval by manufacturer? Yes, d9. Device available for eval?: 17-dec-2025. H.1 imdrf annex a grid (1: a020602 - component missing (2306)). Investigation summary: bd received 100 samples for investigation. All 100 returned samples were visually inspected, and no missing powder or additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were under statistical control for the month of november 2025, therefore additional testing is not indicated. This complaint is unable to be confirmed with respect to the indicated failure modes missing additive and sample clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, an unspecified number of tubes are missing additive which has resulted in fibrin clots in the serum. No adverse impact was reported regarding the patient or user.